Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to additional testing.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
Type of investigation codes have been changed to 4102, 4110, 4109 and 3331.